Event description:
Found a 1mm rongeur with tips broken off lying on a table outside or. Found that the instrument had broken during pt's posterior cervical laminectomy. Tips are not with the rongeur. Circulating rn and surgeon both state tips were removed from pt at time instrument broke. Per md, no problem with pt - tips were removed as soon as occurred.